Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the distal segment of the lead was returned and analyzed. No anomalies were found. The defibrillation conductor was distorted and cut. There was blood/body fluid (not obstructed) on several conductors. The defibrillation conductor was fractured (overstress). There was blood/body fluid on the outer tubing overlay as well as cosmetic environmental stress cracking. The outer insulation was breached cut. It was noted upon visual analysis there was apparent explant damage.

Event description:
It was reported the lead impedance has risen slowly over the last nine months triggering the carealert. The lead remains in use. No patient complications have been reported as a result of this event. It was later reported the patient alert triggered due to high impedance measurements. Follow up with the physician's office disclosed the lead is "likely fractured" and will need to be replaced.

Event description:
It was reported the lead impedance has risen slowly over the last nine months triggering the carealert. It was later reported the patient alert triggered due to high impedance measurements. Follow up with the physician's office disclosed the lead is "likely fractured" and will need to be replaced. It was further reported the lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the lead impedance has risen slowly over the last nine months triggering the carealert. The lead remains in use. No patient complications have been reported as a result of this event.